Event description:
During routine testing of the device at the service center, the service repair technician reported that the roller pump main bearing was leaking grease. This was not discovered until pump was disassembled to replaced upper housing. There was no pt involvement.

Manufacturer narrative:
Evaluation is progress, but not yet concluded. The main bearing, bearing seal and drive belt will be replace under this complaint. The drive belt will be replaced as a precaution in case any of the bearing grease/oil had saturated into it.